Event description:
The pt was implanted with two trial leads. It was reported after the trial surgery adequate coverage could not be obtain. The pt was taken back in the operating room and it was found that one of the leads had migrated. The doctor repositioned the lead and good coverage was obtained.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.